Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states that the insulin pump had rejects new batteries during replacement, stripping on reservoir area and small hairline crack on front of insulin pump. Customer states that the insulin pump had shut off unexpectedly and lost settings and unexplained no delivery alarm. The device will not be return for analysis.